Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to a caregiver change. The same day as event onset, the patient was hospitalized and began treatment with vancomycin injection (2gm via intraperitoneal, stopped), gentamycin injection (20mg via intraperitoneal, stopped). At the time of this report, the patient has been discharged and has recovered from this event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.